Event description:
User called into emergency support program line to request and report issue during use in which mega 30cc intra-aortic balloon (iab) was unable to monitor arterial waveform and unable to update timing alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields : b4, e1 (event site email, event site telephone), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes), h11 corrected fields : h6 (medical device ¿ problem code) the iab was axillary, and the patient was stable. She had placed the pump in semi auto mode to avoid the alarm, and it remained in semi auto at the time. Full disclosure was provided for axillary insertion. Esp personnel suggested that she attempt aspiration followed by flushing of the central lumen to improve the waveform. If this was unsuccessful, they recommended trying an alternate arterial line source. The patient did not have an alternate source available, and danielle noted that one would not be placed since the patient was scheduled for a heart transplant the following morning.